Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 (air in line) found on the home choice (hc) device during use during dwell 4 of 4. The baxter technical representative (tsr) had the care giver(cg) cycle power and hc alarmed with se 2367. The tsr advised the cg that air had entered the set up and hc had ended therapy. The tsr advised the cg to use manual supplies to complete therapy or start over with all new supplies. The tsr advised the cg to inform the peritoneal dialysis registered nurse (pd rn) regarding the alarm. The cg agreed. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for system error 2240 (air in line) was not confirmed. The cause was undetermined.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr, because the product and lot number is unknown. The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.